Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient has been unable to successfully deliver a bolus. It was noted that the pump was filled on (B)(6) 2018 and the next day the personal therapy manager (ptm) started to lock the patient out. The caller stated that she visited the healthcare provider (hcp) on (B)(6) 2018 and was told that the pump had rebooted; the patient was directed to contact a device manufacturer representative if the lock out occurred again. It was reported that the patient was locked out again on (B)(6) 2018. The caller stated that she could have a bolus every 4 hours and 6 per day. The lockout parameters were accessed and they were described to be a maximum of 4 boluses per day, 1 bolus every 240 minutes, and the dose restriction interval was 1 bolus every 4 hours. No symptoms were reported. It was noted that the patient would be following up with the healthcare provider (hcp) on (B)(6) 2018. No further complications have been reported as a result of this event.